Event description:
Plate implanted in 2005, because of shoulder bone fracture. The following month, the surgeon found all screws dislocated from the bone tissue and the plate was distorted. A second procedure will be conducted to retrieve the damaged plate. The surgeon thinks there is a problem with the intensity of the plate and screw thread.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.